Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that procedure was to treat a free perforation in a heavily calcified saphenous vein graft (svg) to the distal right coronary artery. Two unknown drug eluting stents were deployed in the saphenous vein graft. And post-dilatation with an unknown balloon catheter was performed when a perforation was noted in the svg at both ends of the stent implants. A total of three rx graftmaster stents were implanted to seal the perforation. The first stent, a 3.5 x 16 mm was implanted distally; however it did not seal the perforation. A 2.8 x 26 mm graftmaster was implanted proximal to the drug eluting stents and a 2.8 x 16 mm graftmaster was implanted in the distal end of the first graftmaster, successfully sealing the perforation. There was no clinically significant delay in the procedure. No additional information was provided.